Event description:
It has been reported to philips that the allura system did not start up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc failed to boot up. Troubleshooting actions showed a problem with the host pc. The fse replaced the host pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc failed to boot up. Troubleshooting actions showed a problem with the host pc. The fse replaced the host pc and returned the system to use in good working order. The codes were updated based on the investigation outcome.